Event description:
A customer reported that the equipment displayed a system message and locked during a vitrectomy procedure. It was also reported that liquid leaked into the equipment during the fluid/gas exchange. The equipment was exchanged and the case was completed after a delay of less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replicated the system message reported. The low pressure aire source manifold assembly was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).